Event description:
A caller reported encountering a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading the same cartridge, as no new cartridge was available, and the customer successfully resumed insulin delivery. The issue was resolved.